Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the event involved a male pt while in the hemodynamic department during use. Throughout the procedure, the leak occurred at the insertion site and even with the catheter leased properly; the leak also occurred inside the extension line (reflux) even with the integral hemostatic valve/sideport being closed. As a result, the catheter was removed. There was not another attempt at the procedure. There was no report of pt death or injury. No medical/surgical intervention was required. There was an unk time of delay or interruption in therapy with no harm to the pt. The pt outcome was the procedure lasted longer than expected with no complications.